Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral antegrade approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After the guidewire passed through the lesion, a 5.0mmx100mmx150cm sterling balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured at unknown pressure. The procedure was completed with non-bsc device. There were no patient complications reported.